Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if the issue reappeared.